Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 01/feb/2018 with a concern of distal cap failed field inspection. Inspection of the unit was performed on 02/feb/2018 where the quality control inspector found the following: equipment serviced by non-pentax facility. Biopsy inlet t-piece bent. Bending rubber non-pentax material. Air/ water socket cylinder o-ring chipped. Distal cap - fixed type failed seal integrity inspection. Air/ water socket worn thread. Passed dry leak test. Lightguide prong cover glass set loose. Passed wet leak test. Elevator body sticking. Customer complaint confirmed. Insertion tube damaged at segment side (unauthorized repair). Operation channel twisted in bending section. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Insertion flexible tube. Rl pulley assy. Ud pulley assy. Air/water socket. Biopsy inlet t-piece pb-free. Staycoil collar. Segment staycoil assy imp-c/pb-free. Distal case/cap.